Event description:
This pi is for revision of the patient's right hip on (B)(6) 2020. In reporting a revision of the patient's right hip on (B)(6) 2022, rep obtained a usage sheet indicating the patient had a prior revision on (B)(6) 2020. Rep could not obtain any information on the reason for revision or if any stryker rep was present. An mdm metal liner and adm/ mdm poly insert were implanted into an in-situ stryker shell (manufacturer of the femoral components is unknown as the patient had competitor femoral components as of the 2022 revision). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.